Event description:
It was reported via operative notes received several years after the surgery that fluids were identified within the patient's vns lead. This was observed during a vns generator implantation surgery. The patient had previously been explanted due to lack of efficacy and wished to retry vns therapy. During the implant surgery, it was noted that the lead appeared to contain fluid, which was previously unreported to the manufacturer, and resulted in the lead being replaced. The explanted products were received by the manufacturer. Lead product analysis was completed. An abraded opening was noted on the vns lead outer tubing. Scanning electron microscopy, or sem, of the mark and unmarked connector pins at the areas with an opaque appearance indicated that the pins were in contact with some type of electrocautery tool. This condition was likely caused at explant. The lead was returned in three portions. Since the lead portion containing the electrodes was not returned, evaluation and assessment as to that portion could not be made. No discontinuities were identified in the returned lead portions. The lead connector has what appears to be a cut or tear opening at approximately 3.7 cm from the end of the marked connector boot. A portion of the positive lead coil was protruding from the cut/tear opening, forming a loop.the lead connector appeared to have been torn at the connevtor bifurcation, resulting in a portion of the coil exposed. The outer silicone tubing had an abraded opening at approximately 21.7 cm and a puncture opening approximately 20.6 cm from the end of the connector bifurcation. Dried remnants of body fluids were identified in the inner and outer silicone tubing with no other obvious points of entry than the noted openings and end of the returned lead portions. Based on the appearance of the returned portions, it was believed that the identified puncture was likely caused during explant. Other than the above mentioned observations and typical wear and explanted related observations, no other anomalies were identified in the return lead portions. No additional relevant information has been received to date.